Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues noted that would cause the cannula to dislodge from the infusion site or high blood glucose levels. Inspection of the cannula assembly did not find it bent, kinked, or damaged.

Manufacturer narrative:
The device was not returned for evaluation. The cannula had dislodged and was found bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient cannula came out from the infusion site (back) and the cannula was reported bent. For treatment, patient changed out the pod and gave a bolus of 4.85 units.